Manufacturer narrative:
The customer's reported complaint of the platform displaying a ua41 (patient temperature sensor failure) was confirmed through review of the platform's archive data, however was not replicated during functional testing. There were no device deficiencies found during evaluation of the returned platform which could have caused or contributed to the reported ua41 message. Although the ua41 was not replicated during functional testing , the temperature sensor was replaced to prevent the re-occurence of the issue. Visual inspection was performed and observed front enclosure of the platform was cracked. The autopulse platform is a reusable device and was manufactured on 06/25/2013. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. Archived review showed fault of ua41 (patient temperature sensor failure) error message on (B)(6) 2017. Functional testing was performed and did not display the ua41 (patient temperature sensor failure ) error message upon powering up however , unrelated to the reported complaint , the platform clutch was found sticky and the lifeband clip was loose and would not stay in place when inserted into the spool shaft. Platform belt retained was replaced and clutch plate deburring was performed to remedy the issue. The front enclosure was also replaced to remedy the damaged. Additionally, unrelated to the reported complaint , temperature sensor was replaced to prevent the reoccurrence of ua41. Once completed, the autopulse passed the final functional testing with no issue or faults observed. The platform meets all the required specifications and worked as intended. Historical complaints was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
It was reported during shift check that the autopulse displayed ua41 (patient temperature sensor failure) error message upon powering up. Customer stated that they were not able to clear the error message and will return the unit for evaluation. No patient involvement was reported.